Event description:
The customer reported thirty-eight (38) false positives with the determine hiv 1/2 ag/ab combo test with a capillary fingerstick sample between the dates of (B)(6) 2025. Confirmatory tests were performed with an unknown platform which returned negative results. The patients were confirmed to not be in active labor. Additionally, no pregnant patients were prescribed art as a result of the positive tests. No additional information, including treatment and outcome was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000962456 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000962456, device part number 10732998 / lot 952951. The lot met the required release specifications. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000962456, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.